Event description:
The physician advanced the device over a guidewire to access the arteriovenous malformation with no reported issue. The physician injected contract through the device and noted that the contrast did not exist the distal end of the device but leaked from the side. The device was removed from the patient and the procedure was completed with a different device. There was no reported clinical consequence to the patient.

Event description:
The physician advanced the device over a guidewire to access the arteriovenous malformation with no reported issue. The physician injected contract through the device and noted that the contrast did not exist the distal end of the device but leaked from the side. The device was removed from the patient and the procedure was completed with a different device. There was no reported clinical consequence to the patient.

Manufacturer narrative:
A device history record review confirmed that the device all met material, assembly and performance specifications. Analysis of the returned device found a hole in the distal shaft 3.9cm from the tip. A 0.010" mandrel was advanced through the device with no resistance. No other issues were noted. It was reported that the device was advanced over a non-boston scientific 14 guidewire. The directions for use (dfu) state that the device can be introduced into a guide catheter using the stylet provided. The stylet is removed 'when the junction between the proximal and mid sections has passed the rhv'. The dfu also does not contain a listing of any guidewire being compatible with the device. The reported leak was due to a hole in the distal shaft that was most likely caused by the guidewire. As the dfu does not recommend the use of a guidewire with the device, the root cause is use/user error.